Event description:
Customer called to report having elevated blood glucose levels (bg's) and wound up at the emergency room to be treated for dka. Upon release from the ER, the activated a new pod. No further info is available.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. This lot was found to have met all acceptance criteria.